Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 17jan2019. The philips service engineer (se) inspected the device. The se reset the display connections and the issue was addressed.

Event description:
It was reported that the ventilator display was flickering. There was no patient involvement. The event date was not specified; estimate used.